Event description:
MFR report #: 3014285231-2026-00001. It was reported to bioprotect ltd. On (B)(6) 2026 that a bioprotect balloon implantation procedure was performed on (B)(6) 2025 and completed as expected. On (B)(6) 2026 the patient underwent CT that showed balloon significant deflation. On (B)(6) 2026, another spacer was placed under local anesthesia. The patient is doing fine with no clinical symptoms.